Event description:
The complainant reported a patient was implanted with an impella rp flex via percutaneous left femoral vein for mechanical circulatory support. Placement signal drifted downward. No changes in patient hemodynamics or settings. The doctor stated he is ¿not worried about it¿.

Manufacturer narrative:
This is one of two related reports. This report represents the impella rp flex and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d6b explant date added. G1 MFR site name danvers removed.